Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient occasionally complained that she heard intermittent and weak sounds, since the third week in 2007. The next month, the patient complained that she was no longer able to hear anything. The parent of the patient reported that no accident or head impact had occurred before she complained about only hearing intermittent sounds. Testing confirmed that the device has malfunctioned.